Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when intra-aortic balloon (iab) kit was opened they saw moisture droplet in box and were afraid it was not sterile so they discarded the balloon. It was not used. There was no reported injury to the patient.